Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. There was a problem with the ins. It was reported that the ins was programmed with scheduled therapy, and when the patient manually switched the ins off at a certain time, there was a bug that caused the ins to switch off very often at times that were not programmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple patients had experienced the same issue.